Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had been diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized for the event. The hp was treated with antibiotics (the pdrn was unsure which medication, but stated that it was either cipro or vancomycin, dose, route and frequency not reported). As of the time of this report the hp was still hospitalized for this event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in the month of (B)(6).

Manufacturer narrative:
(B)(4). This is report 2 of 3 for this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lot (gd891911) and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available. This report is associated with patient 7 of the 7 mentioned peritonitis patients.

Manufacturer narrative:
(B)(4). Additional information: follow up information was received by global pharmacovigilance (gpv) from the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn stated that the homechoice patient (hp) was hospitalized for this peritonitis event on (B)(4) 2012. A peritoneal effluent cell count was completed on (B)(4) 2012 prior to the start of antibiotic therapy. The peritoneal effluent cell count showed a wbc of 8150. The differential was 83% neutrophils, remainder of the differential not reported. The hp was treated with vancomycin (dose, route and frequency not reported). The peritoneal effluent cell count was repeated on (B)(4) 2012 and showed a wbc of 10500. The differential was 85% neutrophils, remainder of the differential not reported. The peritoneal effluent cell count was repeated again on (B)(4) 2012 and showed a wbc of 29. The differential was 55% neutrophils, remainder of the differential not reported. The hp was discharged from the hospital on (B)(4) 2012 and is recovering from this peritonitis event. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.